Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump went into safe state. In the pump event logs, a reset occurred due to a low battery and the pump was alarming. The elective replacement indicator (eri) showed 30 months. The patient was in pain but was not withdrawing. The pump was infusing hydromorphone. A replacement was scheduled for (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.